Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, infection and discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, infection and discharge: "precautions for use: as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma "per side." As a "profilaxis," the patient was given ceclor cd. About 2 weeks later, the patient had symptoms "flared up again" that consisted of swelling and infection from a previous injection. The patient was reviewed by their general physician and had developed "swelling and discharge." Patient was given additional treatment with fluxocallin 5 days later. Symptoms are ongoing.